Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing. The rv lead and the right atrial (ra) lead was found to have dislodged. The leads are scheduled to be revised. The rv and ra lead remains in the patient out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.